Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient currently has a 6.3 cm in diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient was in for a routine follow up appointment. The patient has a type I endoleak or a type iii endoleak, fabric and was successfully treated a month later with a (B)(4). The cause of the event is unknown. There was no migration. No additional clinical sequelae were reported and the patient is fine. A review of returned films 3 years post-implant show that the stent graft is currently just below the renals. The stent graft od at the first covered stent is 27 x 30mm. The ipsilateral limb was placed on the left side. The aaa diameter currently measures 6cm. There is contrast seen in the proximal sac just distal to the first covered stent; it appears to be a proximal type I endoleak, but cannot rule out a type iii fabric endoleak. There is good distal sealing, the limbs are patent, and there are no stent graft kinks. The cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation codes, method: (film evaluation). Evaluation codes, results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Evaluation codes, conclusion: lack of information (unknown cause of endoleak).